Event description:
It was reported that when removing the transmitter from the charger the transmitter did not blink. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unable to charge due to broken pin # 5. Unable to perform the functional test due to charge anomaly.